Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/21/2014 with the following findings:the pump failed to power on. The pump casing was removed and there was evidence of internal moisture damage observed. The complaint could not be investigated due to the moisture damage preventing the pump from powering on. Unrelated to the complaint, the bolus button cover was found to be detached.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a display (blank screen) issue. The distributor stated that the display screen was blank, but still had audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.